Manufacturer narrative:
Continuation of d.10.: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and non-obstructive urinary retention. The trial began on (B)(6) 2025. It was reported that they had external disconnection; external wire came unplugged. It was unknown of the cause of external disconnection. There was a communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/couldn't communicate. It was unknown if troubleshooting was performed. The cause was not known. The issue was not resolved and was still ongoing. Patient called in reporting that there was something fluid running through their back. They asked if it was blood and answered no and that it was clear fluid coming from the ens battery pack. They asked assistance from a nurse to check on it then they found out that the wires that were supposed to be connected inside them were loose.